Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the hook was broken. No fragment was found in the returned box. No trace of package damage (hole from hooks/impacts) could be observed. It was also very unlikely that the instrument could have been repackaged damaged. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
The device (part#: mco205) was returned to mxi service and repair. "Delivered instrument not compliant, no more hook, request for replacement."